Event description:
It was reported that a patient underwent a repair of her perineum on (B)(6) 2013 and suture was used. While the midwife was stitching the muscle, she repositioned the needle in the needle holder, then after passing through the muscle, there was no needle or thread on the opposite side and the needle holder was empty. The surgeon was called and the stitches were removed. Several attempts to retrieve the needle were carried out without success. Then part of the thread was retrieved with a metallic part on the end. A radiography showed the presence of the needle in the muscle. The patient had to be operated again, the same day to remove the needle thanks to fluoroscopy. No further foreign material seemed to be in the patient. Currently, the patient is well and has been discharged from the hospital. After the procedures, she was put on antibiotics and a free residue diet for several days as a precaution.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). One actual sample showing a broken bent up needle and a broken attachment end with the thread piece attached. During visual inspection instrument marks were found at the attachment area which indicates that the needle was handled there. The appearance of the breakage indicates that the material was overstressed during use (first bent up and then breakage). Grasping at the butt or attachment end could cause bending or breakage. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.